Event description:
The catheter portion of the device had a crack that looked like a slit. The port was left implanted and the catheter portion was removed and a new catheter was attached to the remained implanted port.